Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as fold flow opening. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to concern with the product. Device remains implanted.